Event description:
Title: evaluation of lower urinary tract symptoms and sexual function after laparoscopic sacrocolpopexy. The aim of this study is to investigate the effectiveness of laparoscopic sacrocolpopexy (lscp) in the treatment of pelvic organ prolapse (pop), specifically its impact on the incidence of de novo stress urinary incontinence (sui) and changes in sexual function involved 34 women with stage 3 and 4 pop who underwent lscp between 2017 and 2022. Prolene (eth) was used to secured to levator ani and distal vaginal wall, it was also attached with distal anterior vaginal wall using 5-point fixation for another mesh. For the anterior and posterior orbable sutures (prolene). Anterior and posterior meshes were joined at isthmus level with sutures placed at middle, left and right sides using 2-0 non-absorbable sutures (prolene), it was also secured to anterior longitudinal ligament over sacral promontory with a 2-point fixation using 1-0 non-absorbable sutures (prolene), ensuring appropriate tension. Vicryl (eth) was used to closed over meshes using continuous, non-locking technique. Reported complications: prolene (eth). Vicryl (eth). Vaginal mesh exposure (n=1). Treatment: managed with local hormone treatment. Recurrence of stage 2 posterior vaginal wall prolapse (n=3). Treatment: posterior vaginal wall repairs. De novo sui (n=3). Treatment: one patient with de novo usi after lscp underwent mid-urethral sling surgery after failure of conservative treatment. In conclusion, lscp demonstrates high efficacy in the treatment of pop, significantly ameliorating luts and sexual function, while maintaining a low complication rate. Notably, elevated bmi and preoperative sui emerge as significant risk elements for the development of de novo sui.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: taiwan j obstet gynecol. 2025 sep;64(5):831-836. Https://doi.org/10.1016/j.tjog.2024.10.026. Pmid: 40935461.